Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). The device will not be returned for analysis, as the surgeon did not approve the return of the device; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-001130.

Event description:
It was reported that the patient underwent a revision procedure approximately six (6) years post implantation due to dislocation. During the revision it was discovered that the liner was fractured. The implant was replaced correctly. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, the head was determined to be not reportable. The head dislocated as a result of liner breakage within the patient's body. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the head was determined to be not reportable. The head dislocated as a result of liner breakage within the patient's body. The initial report was forwarded in error and should be voided.